Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate recent loss of capture from this implantable pacemaker. Ts confirmed that this had been present since (B)(6) 2025, and that while in-range, the right ventricular (rv) pacing impedance values were highly variable. It was strongly recommended to assess the lead integrity in-clinic, such as via provided troubleshooting options, to ensure adequate therapy delivery. It is currently unknown if the rv lead is a boston scientific product. At this time, this pacemaker remains implanted and in-service. No adverse patient effects were reported.